Event description:
The customer reported that the connectstat system would not boot up. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service rep instructed the customer over the phone to check connections and then re-boot the system. The system booted up and is operating as intended.